Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the enclosure failed bench testing. Transistor q28 failed and was found to have shorted. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the power conversion enclosure. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that image acquisition system (ias) is cycling when disconnected from interconnect cable. System cycling needs power conversion board. No patient present.